Event description:
A surgeon reports that one week following intraocular lens (iol) implant surgery, the pt stated pt's vision was "like looking through fog". The pt's visual acuity was 20/40. Upon examination, the surgeon noted a scratch on the lens surface. The surgeon attempted unsuccessfully to remove the iol in 2002. Follow-up with the surgeon revealed that the pt's vision is improving (20/25) and he does not plan to reattempt replacement of the lens the surgeon feels the lens was damaged as it passed through the cartridge of the delivery system. He commented that the surgical assistant seemed to have to force the lens through.